Event description:
It was reported that there was only one inner cannula in the package instead of two. No patient involvement was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Investigation performed based on received photos. The photos show one package with missing components. Photos do not clearly show if the package was open or not. Comparing the reported issue there are more parts missing than only one inner cannula. Based on the investigation results we cannot determine the root cause. No trend of similar customer complaints identified.